Manufacturer narrative:
Device powered up properly after battery installation. No display anomaly noted. A test p-cap and reservoir does lock into place inside the reservoir compartment properly. Device passed the displacement test. Device was received with minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose and insulin pump screen was blurry. The customer blood glucose level was 40 mg/dl at the time of incident. Customer stated they could not read the display. Customer stated the insulin pump had cosmetic damage. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will be returned for analysis.